Event description:
It was reported that the patient had issues with his device since implant. The patient had a loss of therapeutic effect and stimulation in the wrong location. The patient stated he was hurting all the time and the stimulator did not work like it should/didn¿t work. The device hurt when the patient bent over. The patient stated his nervous system and tissue was ¿messed up.¿ the patient was also unable to sleep. The patient used peppers (jalapenos, etc) to help override pain as he no longer had hydrocodone for pain. The device had been moved at some point from his hip to his abdomen (unable to provide the date, only stated as a few years back). The patient was redirected to a physician to have his device checked. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 377760, lot# v010175, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v010175, implanted: (B)(6) 2006, product type: lead. (B)(4).